Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer sensor had failed intermittently at the station. A field service engineer cleaned contacts on the sensor and the sensor mirror to resolve the issue. Additionally, preventative maintenance was performed, which included cleaning the contacts of eight moabs and cubies. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the m4 auxiliary door on the full-height matrix drawer failed to stay closed, preventing users from accessing medication for a patient. This incident resulted in delays in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.